Manufacturer narrative:
On 12/09/2016, tandem customer technical support (cts) reviewed the pump data and informed the customer that the pump had functioned as intended during the time of the reported low blood glucose level. The contact reported that no further occlusions have been received; however, on the day the reported occlusions had occurred, a pump message stating that the "pump cannot calculate bolus size" was received. As the message was not occurring at the time, cts was unable to troubleshoot to determine the cause of the message. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms during bolus delivery. The customer changed the orientation of the infusion set tubing and insulin delivery was resumed. The remainder of the bolus was delivered. The customer's blood glucose (bg) level was 114 mg/dl. The customer reported to have experienced a low bg (low 50s mg/dl) in the morning and before lunch. Carbohydrates were consumed to address the low bg. The contact did not know what caused the bg to go low. Tandem technical support advised the customer to discuss the low bg with a healthcare provider.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: the low blood glucose (bg) level was confirmed in the pump logs. There was no identified device malfunction or failure that would have contributed to the low bg.